Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The cause for the failure was the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of electrode belt for an unrelated issue, a reportable device malfunction was found. The electrode belt failed incoming functionality testing.